Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was placed onto impella support due to post cardiotomy cardiogenic shock/low cardiac output syndrome. While on support, oozing was noted from the proximal anastomosis of otitis media graft. Two units of platelets and two units of fresh frozen plasma were given in the operating room. The patient had respiratory arrested during explant attempt prior to dressing removal. The doctor and team suspected over-sedation. One round of cardiopulmonary resuscitation was performed and epinephrine was given. The patient recovered. Additional information was received. The pump was explanted and the patient had a good outcome. The pump was not saved to be returned for evaluation.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Respiratory failure : the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.